Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the front panel segment display was damaged, the pipe was deformed, and the flow rate was unable to reach standard due to a defective primary pressure reducer on the insufflation unit. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: -front panel segment display is damaged: it is presumed that the segment is not displayed properly due to a failure of the front panel unit. -flow rate is unable to reach standard: it is presumed that the flow rate is reduced due to a failure of the first pressure reducer. -s-shaped pipe is deformed: : it is presumed that the air feeding is poor due to a deformed s-shaped pipe. Olympus will continue to monitor field performance for this device.